Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient had a perforation. It was reported via social media that the patient had a watchman closure device implanted. At an unknown time, it was reported that the patient had a cardiac perforation.